Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and . The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had rejected new battery and slower rewind. The customer reported that they had cracks on the screen was harder read pump and sometimes had to press buttons twice. The insulin pump will not be returned for analysis.